Event description:
Baxter reported, "the tube slipped from the twist clamp." The date of how long the set has been in use in unknown. There was no pt injury or medical intervention associated with this incident according to baxter.